Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that "2 brain resections when I was 8 another surgery when I was 13 to put my first vns in me then another last year to remove the vns cuz it stopped working and replace the device, battery and electrodes with new sufficient ones not to mention have a ton of scarred tissue removed" "the scared tissue actually was in ky chest my vns stopped working and was leaking electromagnetic waves damaging that tissue" the patient's reported lead fracture and unintended stimulation are reported on MDR 1644487-2019-01505. No further relevant information has been received to date.